Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that the device, right ventricular lead, and right atrial lead had erosion. The pocket was not overly infected. The patient was admitted in (B)(6) 2010 with strep sanguis endocarditis involving the mitral, aortic valves and probably the leads as well. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.